Manufacturer narrative:
Age at time of event: 18 years or older device is a combination product. Device evaluated by MFR.: synergy ous mr 4.00 x 48 mm stent delivery system was returned for analysis in a 6 fr guide catheter. The stent was returned with the proximal end of the stent inserted in the distal tip of the guide catheter. Damage was noted to the proximal section of the stent. The stent could not be withdrawn from the guide catheter due to the stent damage noted. The device was advanced to view the entire stent. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. The manifold of the delivery system was cut by the analyst 6 mm distal from the distal end of the strain relief to remove the device from the guide catheter. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 45mm x 3.8mm, eccentric, de novo, target lesion containing a <=45 degrees bend was located in the moderately calcified and moderately tortuous left circumflex artery. A 4.00mm x 48mm synergy drug-eluting stent was advanced but failed to cross the lesion. On removal it was noted then that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient serious injury or adverse event was reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 45mm x 3.8mm, eccentric, de novo, target lesion containing a <=45 degrees bend was located in the moderately calcified and moderately tortuous left circumflex artery. A 4.00mm x 48mm synergy drug-eluting stent was advanced but failed to cross the lesion. On removal it was noted then that the proximal part of the stent was deformed. The procedure was completed with a different device. No patient serious injury or adverse event was reported and the patient's status was stable.